Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away and the cause was unknown. Based on a review of available patients record and a request for patient outcome, there were no device issues at the time the patient was lost to follow up. The outcome was not considered as device or therapy related.